Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-2055. The unit was evaluated and found no image was displayed. The video connector socket for scope attachment was damaged. Additionally, the ap and dr board were found defective. A review of the asset camera head's history was reviewed which indicated the was purchased on november 17, 2020 with no previous repair records. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to excessive stress to the video connector socket. To mitigate damaging the video connector, the instruction for use (IFU) provides information regarding the attachment and removal of video connectors, the instructions for use include the following: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the up mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.

Manufacturer narrative:
The referenced video system unit has been returned to the service center, however the evaluation has not begun. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the video system unit reportedly did not have an image and the socket for attachment was damaged. There was no patient involvement reported.